Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14083; related manufacturer reference number: 2017865-2020-14089; related manufacturer reference number: 2017865-2020-14091. It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited high capture threshold and failure to capture. It was suspected that the lead had perforated. Upon further review, there was redness at the implant site and it was suspected that the patient was experiencing an infection. The system was explanted. The patient was stable post procedure.